Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had multiple insulin pump error. Customer's blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer stated that they are not able to rewind the insulin pump. Customer advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion test, force sensor test, and occlusion test. No pump error 54, pump error 42, and pump error 3 alarm noted during testing or listed in device history. No rewind anomalies noted during testing. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin trace and pin trace on keypad assembly.